Manufacturer narrative:
A united states customer contacted the siemens customer care center and reported that a falsely elevated total hcg (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. Quality control (qc) and calibration were acceptable when erroneous result was obtained. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, tested sample probe air pump, replaced air pump, checked metal fittings for proper torque, checked all sample probe tubing connections, adjusted vacuum, ran auto check successfully, applied configuration within install manager and rebooted and ran 15 samples of qc, observed no aspirate errors. Then, the cse replaced acid and base pumps, 4 washer aspirate probes, and base dispense probe, wiped inside of luminometer, ran luminometer auto check and full auto check, which passed. Then, the customer ran qc. Siemens is evaluating the event.

Event description:
The customer reported that a falsely elevated total hcg (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. The initial result was not reported to the physician(s). The customer could not confirm that the elevated result was expected, therefore, they repeated the sample four times on the original analyzer. The repeat results recovered lower than the initial result. All the repeat results that are <5 miu/ml were considered correct, and the result of 0.4 miu/ml was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated thcg result.